Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience proa/alpine, everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received: four xience pro a stents were implanted: a 2.5 x 18 mm, a 3.5 x 28 mm, a 4.0 x 28 mm, and a 4.0 x 18 mm. In-stent restenosis of 90% was noted in the 2.5 x 18 mm xience pro a stent, requiring implant of an additional stent as intervention. Additionally, 40% in-stent restenosis was noted in the proximal rca, likely in the 4.0 x 18 mm xience pro a; however, as all stents were implanted in overlapping fashion, it is not possible to state which stents were affected and which were not. No intervention was performed to treat the 40% stenosis. No additional information was provided.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
(B)(6) study patient ID: (B)(6). It was reported that the procedure was performed on (B)(6) 2020, treating a target lesion in the proximal right coronary artery (rca). Four xience sierra stents were implanted: a 2.5 x 18 mm, a 3.5 x 28 mm, a 4.0 x 28 mm, and a 4.0 x 18 mm. On (B)(6) 2021, in-stent restenosis of 90% was noted in the 3.5 28 mm xience sierra stent. Medication was administered. No in-stent restenosis was noted in the remaining stents. An additional stent was implanted in the distal rca and the event resolved on (B)(6) 2021. No additional information was provided.